Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the lot met all release criteria. There is no indication that the reported event is manufacturing related. As received, one encor probe and needle protector was returned for evaluation. It was observed that what appeared to be a thin plastic shaving was present on the probe cutter/aperture area. The probe and needle protector were examined under magnification (10x) and signs of what appeared to be plastic shavings were identified on the needle and no damage was identified on the needle protector. The thin plastic shaving was present on the probe cutter and smaller plastic shavings came from the needle protector. It is unknown when or how the plastic shavings came from the needle protector. It is unknown when or how the plastic shavings came into contact with the probe cutter/aperture area. The complaint investigation is confirmed, as plastic shavings were identified on the probe cutter and trocar tip. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stereotactic breast biopsy procedure, it was observed that a hairlike piece of plastic hanging off the end of the needle. The procedure was completed with another needle. There was no patient involvement.